Manufacturer narrative:
Philips service replaced parts 459801122411 and 459800544343, performed database repair and recreation, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image disk error caused storage failure during use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.